Event description:
On (B)(6) 2023, the estimated longevity was 4 months. On (B)(6) 2023, the device has switched in end of service.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.